Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Blood glucose at time of incident was 600 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not called back to perform an high pressure test. Customer stated that auto mode feature was inactive at the time of reported event. Customer reports they had a back-up plan available. Customer treated with manual injection. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Customer had a second reading of above 600 mg/dl. Battery of insulin pump was yellow. Insulin pump already got the low reservoir alert in the morning. Insulin pump will not be returned for analysis.